Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015 and the patient was discharged home. A few days post procedure the patient reported to the emergency room (ER) with a 'cervical infection". It is unknown if intervention was required. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant.